Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected shutdown occurred. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 220mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.